Manufacturer narrative:
Results: bd received no samples from the customer facility for investigation. Bd received photos from the customer. The photos were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ tube bd hemogard¿/gold was received without a label. No serious injury, no medical interventions. The problem was noticed before use.